Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (240mcg) via an implantable pump for unknown indications for use. It was reported that the office reached out and mentioned that when they scanned the pump at a routine visit the logs showed motor stalls and recovery¿s on the following dates: (B)(6) 2025 at 6:16 am for 20mins and they were currently in bed and (B)(6) 2025 6:07 for 5 mins and they were at the church. The patient reported that he has not been to any MRI¿s and was not around a magnetic field. External factors were unknown. The office was monitoring the pump to ensure that it recovers and is functioning properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.